Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01661.

Event description:
It is alleged that "patient received a cook celect filter on (B)(6) 2009". Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2018, ¿there is an inferior vena cava filter in place, tip just below the renal veins. Surrounding inferior vena cava is not well distended. Distal struts extend through the walls of the inferior vena cava, normal finding. No surrounding abnormal fluid collections. The filter is well oriented with the axis of the inferior vena cava. Impression: ivc filter appearing appropriately positioned. Inferior struts extend through the caval wall, normal finding. No surrounding fluid collection.¿